Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation had occurred while wearing the pod on the hip/buttocks. The patient visited a family doctor and was prescribed two ointments (aflumycin and second ointment name unknown) for treatment.